Event description:
The rca (right coronary artery) was engaged using a 7 fr al 1 guide catheter. Attempt to traverse the coronary artery with a 50 pilot 300 cm guidewire resulted in a dissection of the vessel(type b) and transection of the distal tip of the wire. The wire tip was retrieved with the use of a snare device. Patient remained stable with no chest pain. The dissection was non flow limiting, did not propagate distally or proximally. Patient admitted overnight for observation.